Manufacturer narrative:
A thorough investigation by product support engineering identified the lockup as a software issue that is addressed in a newer software release. The customer¿s local philips field service engineer has upgraded the system¿s software to resolve the issue.

Event description:
A customer reported encountering an incident where their epiq ultrasound system became unresponsive during the pre-operation imaging prior to a mitraclip heart valve implantation procedure. The system was restarted to successfully complete the procedure. The patient was not harmed as a result of the issue.